Event description:
The surgeon cut the femur with the #6 cutting block and when trialing with the #6 right trial, it would not seat properly. The surgeon checked for osteophytes and did not find any. He looked for soft tissue obstructions and none were found. He went back in with the #6 right trial and it still would not seat properly. Then he took the trial off and put back the cutting guide to check the femoral cuts and found the cuts to be the same. He used the blade runner to ensure all cuts were flat and they were. He then attempted to trial with the #6 left trial and it also would not seat properly. The surgeon then decided to attempt to implant the real size #6 press fit implant and it seated perfectly. The surgeon's concern is that the left and right size #6 trials do not fit properly with the #6 cutting guide. The surgeon will not share patient records, documents or x-rays.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding size/fit issue involving a triathlon cr femoral trial component was reported. The event was not confirmed. Device evaluation and results: the device shows light scuffing marks and some light scratches throughout its entire surface but is otherwise unremarkable. The device is dimensionally within specification. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined based on the limited information provided. The device evaluation indicated that the device has only minor damage and is dimensionally within specification. Additional information such as operative notes, intra-operative x-rays and/or photographs are needed to complete the investigation for determining a root cause.

Event description:
The surgeon cut the femur with the #6 cutting block and when trialing with the #6 right trial, it would not seat properly. The surgeon checked for osteophytes and did not find any. He looked for soft tissue obstructions and none were found. He went back in with the #6 right trial and it still would not seat properly. Then he took the trial off and put back the cutting guide to check the femoral cuts and found the cuts to be the same. He used the blade runner to ensure all cuts were flat and they were. He then attempted to trial with the #6 left trial and it also would not seat properly. The surgeon then decided to attempt to implant the real size #6 press fit implant and it seated perfectly. The surgeon's concern is that the left and right size #6 trials do not fit properly with the #6 cutting guide. The surgeon will not share patient records, documents or x-rays.